Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Furthermore, loss of capture, noise and oversensing were observed. Due to this, inappropriate atrial tachy response (atr) episodes were stored. Reprograming of the device was performed and a lead revision was scheduled for the near future. This lead was explanted and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Furthermore, loss of capture, noise and oversensing were observed. Due to this, inappropriate atrial tachy response (atr) episodes were stored. Reprograming of the device was performed and a lead revision was scheduled for the near future. This lead was explanted and replaced. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. Additional information was received clarifying that the patient also experienced discomfort and pain. Furthermore, the right atrial lead experienced difficulty to be explanted due to the helix being unable to retract, prolonging the surgery. Concerns of premature battery depletion were raised.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Furthermore, loss of capture, noise and oversensing were observed. Due to this, inappropriate atrial tachy response (atr) episodes were stored. Reprograming of the device was performed and a lead revision was scheduled for the near future. This lead was explanted and replaced. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. Additional information was received clarifying that the patient also experienced discomfort and pain. Furthermore, the right atrial lead experienced difficulty to be explanted due to the helix being unable to retract prolonging the surgery. Concerns of premature battery depletion were raised.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.